Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips and contour next control solution associated with the event are expired, therefore in-house testing could not be performed. A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 127 mg/dl at 9:25 a.m. On the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were run which were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.